Event description:
It was reported that the patient had their system explanted in 2023 for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.